Event description:
Boston scientific received information that this pacemaker and other manufacturer's brady lead exhibited low, our of range, pli measurement of 200 ohms. The patient will continue to be routinely monitored for the time being. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.